Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they opened the package of the suture prior to an open glial tumor procedure, the needle and the thread was separated from each other. They opened a new suture to resolve the issue. There was no patient injury.